Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on (B)(6) 2024 at 09:58:00.000, (B)(6) 2024 at 05:34:00.000, (B)(6) 2024 at 06:09:00.000. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor, self test and active current measurement. No unexpected replace battery alarm during testing. However, pump received with a high sleep current measurement. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No delivery alarms recorded on or two weeks within the event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Swapping out test case confirms high sleep current measurement due to corroded battery tube. The p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked keypad overlay, scratched case, partially broken retainer and corroded battery tube identified during the visual inspection. Customer alleged for no delivery alarms were not confirmed during testing. Unexpected low battery alert was not confirmed in the pump history. Charge/battery lasts less than expected was not confirmed. Pump received with a high sleep current measurement due to severely corroded battery tube. Retainer ring damage confirmed due to partial broken retainer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced diminished battery life and insulin flow block errors. The customer reported no adverse event. The event involved product(s) mmt-242, mmt-1880, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer would continue to use the device, no product return was required for mmt-242. No product return was required for mmt-1880. No product return was required for mmt-332a.